Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head malfunctioned and noticed the ¿blue screen¿ on the screen monitor. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to the olympus local repair service center site . Per the report, "the device was inspected and that the reported failure was not confirmed. The device was returned back to the customer" . Based on investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head malfunctioned and noticed the ¿blue screen¿ on the screen monitor. The issue occurred during reprocessing. There were no reports of patient harm.